Event description:
It was reported that a patient underwent an esophageal achalasia procedure on an unknown and suture was used. During the procedure, when putting the 1st stitch during anastomosis from the stomach to the esophagus, the needle pieced through, but the suture got caught in the tissue and 16 bundles of suture tissue around it slipped off, leaving the central core. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). Additional information was requested, and the following was obtained: what is the lot number? No further information is available. No further information will be provided. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.